Event description:
It was reported that during a thyroidectomy procedure, when they activated the device on tissue, small, small white pieces like snow came loose from the tissue pad. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the devices were returned in good condition. The devices were tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.